Event description:
Customer's daughter reported customer's freestyle freedom lite meter turned on with button pressure but did not turn on with test strip insertion. Customer's daughter further reported customer had low blood glucose and lost consciousness. Paramedics were called and they treated customer with food and juice. Customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. Meter powered on with button and powered on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.